Event description:
Reportedly, the physician noticed the lens decentered post lens insertion into the patient's left eye and subsequently found a posterior capsule break. There was also vitreous loss. The lens was removed and a sulcus lens was implanted. The surgeon indicated the cause of the event is not known but the leading haptic may have caused posterior capsule break. The patient is doing well and no further treatment is anticipated at this time.